Manufacturer narrative:
D9, h2, h3: the return of 9735764 provided the lot number 2051f00108. The hardware was returned and analysis was performed. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. The computer was powered up for over 24hrs and did not experience any type of lock up. The 3.5mm sound jacks failed within burnin test but was not associated with complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The solid state drive (ssd) and poe injector were replaced. The software was loaded, and then the system performed as intended. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed the grub menu and then a black screen with scrolling white linux commands. The screen stopped scrolling and did not progress past the linux commands after 5-10 minutes. The manufacturer representative (rep) reported the screen displayed similar linux commands the previous day, with smaller text.  The rep performed a hard shutdown and uninterruptible power supply (ups) discharge. The system did not display the grub menu but displayed a black screen with scrolling linux command stating "failed to start pulseaudio system server...watchdog: bug: soft lockup - cpu#6 stuck..." After taking the front panel of the cover off, the rep reported there was a thick layer of dust that came off of the camera, and the rep reported it resembled lint from a drier trap. They reseated the ssd into top slot with the system off and disconnected from wall power. The ssd was securely seated into the slot and no visible damage could be found. When booting the system up again, the issue was not resolved. Suspected the issue was with the computer/ssd. However, changing the system's ssd did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764; product ID: 9736411; product ID: 9736355, software version: 2.0.3. H6: multiple annex g codes were coded for this event. G02007 was coded for products 9735764 and 9736411. G02008 was coded for 9736355, software version: 2.0.3. Multiple annex a codes were coded for this event. A0902 was coded for the black screen. A1102 was coded for the error message. A110201 was coded for the screen stopping scrolling. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: the poe injector previously reported was not actually replaced for this event. H3: a software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Logs were not available for analysis. However, the snapshots provided of the reported issue captured, "watchdog: bug: soft lockup - cpu#6 for 22!" For worker thread. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.